Event description:
It was reported that on (B)(6) 2022, a left atrial appendage (laa) closure was attempted with 22mm and 25mm amplatzer amulet left atrial appendage occluder devices using 14f amplatzer amulet delivery sheath. The devices were prepared and deployed according to the instructions for use (IFU). Heparin was administered according to the IFU. The amulet devices were sized correctly, but each device was unstable and ejected during the tug tests. There were multiple manipulations of the devices during procedure, and the devices were completely retracted into the delivery system. Due to complex laa anatomy and stiffness, the procedure was terminated, and no laa occluder device was implanted. A pericardial effusion was noted on a transesophageal echocardiogram (tee) at the end of the procedure, and a pericardiocentesis procedure was performed. The pericardial effusion was successfully resolved, and the patient remained hemodynamically stable throughout the procedure. It was unknown which device caused the pericardial effusion. The patient was reported to be recovering.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of pericardial effusion was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2022, a left atrial appendage (laa) closure was attempted with 25mm, 22mm, and 25mm amplatzer amulet left atrial appendage occluder (in order) devices using a different 14f amplatzer amulet delivery sheath for each attempt. The devices were prepared and deployed according to the instructions for use (IFU). Heparin was administered according to the IFU. The amulet devices were sized correctly, but each device was unstable and ejected during the tug tests. The first attempt with the 25mm occluder was unsatisfactory and too large for the defect. The next attempt used a 22mm occluder but positioning was difficult and there was not enough compression. The final attempt used a new 25mm device but also resulted in failure due to the patient's complex anatomy. There were multiple manipulations of the devices during procedure, and the devices were completely retracted into the delivery system. Due to complex laa anatomy and stiffness off the tissue, the procedure was terminated, and no laa occluder device was implanted. A pericardial effusion was noted on a transesophageal echocardiogram (tee) at the end of the procedure, and a pericardiocentesis procedure was performed. The pericardial effusion was successfully resolved, and the patient remained hemodynamically stable throughout the procedure. It was unknown which device caused the pericardial effusion. The patient was reported to be recovering. No additional information was provided.